Event description:
It was reported that the patient was having difficulty charging the ipg and it was believed that the ipg was moving in the pocket. The patient underwent an ipg replacement procedure and the explanted ipg will not be returned.